Manufacturer narrative:
Follow up report 1 (additional information): this report is being submitted to update section b5. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker had migrated to the left armpit because it was not sutured to the pocket. Later, the patient had a therapy upgrade procedure, as a result, this device was turned off and was surgically abandoned as a physician discretion. No adverse patient effects were reported. Additional information indicated that the patient experienced an infection due to the open wound related to the therapy upgrade procedure. As a result, this pacemaker was explanted. No adverse patient effects were reported. Additional information indicated that this device is not expected to be returned to boston scientific, since it was retained by the explanting hospital.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker had migrated to the left armpit because it was not sutured to the pocket. Later, the patient had a therapy upgrade procedure, as a result, this device was turned off and was surgically abandoned as a physician discretion. No adverse patient effects were reported. Additional information indicated that the patient experienced an infection due to the open wound related to the therapy upgrade procedure. As a result, this pacemaker was explanted. No adverse patient effects were reported. At this time, this device has not been returned to boston scientific for further analysis.